Event description:
Olympus was informed that during a therapeutic procedure to treat hypertrophic turbinates, the hf-generator esg-200 could not be activated. The patient had already being anesthetized when the device failure was noticed resulting in the procedure being cancelled as the issue could not be resolved. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to a regional olympus repair center in ireland. The evaluation confirmed the reported output failure and traced it back to a defective motherboard. Thus, the reported incident can be attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.